Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. After crossing a wire, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 to 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was return for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at distal balloon bond and extending approximately 54mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. After crossing a wire, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 to 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.